Manufacturer narrative:
Device was received with a blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was also received with the serial number label stained and faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer tried different batteries, insulin pump did not work after reset. The customer¿s blood glucose was unknown. The customer stated that the insulin pump was bumped and battery cap was ok. The insulin pump will not be returned for analysis.